Event description:
The customer's parent reported via phone call that the customer received a motor error on the insulin pump during priming. The customer's blood glucose level was 150 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. It was not possible to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. It was also advised that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received unit with a motor error alarm during rewind due to a cracked motor flex trace. The insulin pump was unable to perform a displacement test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.